Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that upon interrogation this implantable cardioverter defibrillator (ICD) had a battery status of end of life (eol) and also recorded a code 1007 indicative of change times greater than 30 seconds. Boston scientific technical services (ts) noted this indicates a high likelihood of right ventricular (rv) lead and device damage due to short circuit during shock delivery. Surgical intervention was performed. The device was explanted without incident. The rv lead was tested and all parameters were satisfactory. As such the rv lead remains implanted and in service. Besides intervention, there were no adverse patient effects reported.